Event description:
A (B)(6) man underwent prostate hemiablation with edap ablatherm for gleason 7 prostate cancer in (B)(6) 2016. Patient experienced 3 episodes of urinary retention. Had to be hospitalized on two occasions. First time for clot evaluation from hematuria.